Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an oxygen leak. No patient harm was reported.

Manufacturer narrative:
H10: follow up attempts were made to obtain device repair information from the customer; no response received. To date, the customer has not called for further assistance. If information is received, the complaint will be reopened.

Manufacturer narrative:
D4: updated. H6:updated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.